Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device history lot: part: 04.016.270s, lot: l659515, manufacturing site: (B)(4), release to warehouse date: january 08, 2018, expiry date: january 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for proximal humeral shaft fracture. During the nail insertion, the surgeon inserted the nail with a hammer. After insertion, the surgeon confirmed by image intensifier that there was the unnatural nub at the proximal point of the nail. The surgeon removed the nail and checked it, and he found that the nail broke at its proximal point. The surgeon removed the piece and confirmed by x-ray that there are no pieces in the patient. The surgeon used another nail and surgery was completed successfully. The surgery was delayed by less than 30minutes. The patient outcome was unknown. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 04.016.270s, lot: l659515, manufacturing site: mezzovico, release to warehouse date: 08.january 2018, expiry date: 01.january 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 04.016.270s, lot: l659515, manufacturing site: mezzovico, release to warehouse date: 01. Jan. 2018, expiry date: 01. Jan. 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable..,investigation site: cq zuchwil selected flow: damage visual inspection: the received multiloc¿ humeral nail ø 7.0mm is strongly damaged at the proximal connection part. There are very strong stress marks around the deformation at the outside of the proximal part as well at the inside in the threaded recess. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. However the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 for implants for surgery, titan grade 2. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this multiloc¿ humeral nail ø 7.0mm. The investigation has shown that the nail is strongly damaged at the proximal connection part. There are very strong stress marks around the deformation at the outside of the proximal part as well at the inside in the threaded recess. Unfortunately, we are not able to determine the exact cause of this complaint. Based on our investigations, we only can assume that possibly an insufficient connection, or that the mounted construct encountered unintended torsional forces, such as excessive force application during insertion, which finally caused the damaged nail. In this relation we would like to mention following important statement of the multiloc humeral nailing system ¿dsem-trm-0115-0301-2_lr. ¿secure the assembly with the combination wrench. - if nail insertion is difficult, choose a smaller diameter nail or ream the intramedullary canal to a larger diameter. - do not hammer, as this may increase the risk of iatrogenic fractures. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.